Manufacturer narrative:
B3 date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported that catheter separation occurred. A opticross 18 vascular imaging catheter was used during the procedure. Upon withdrawal, the catheter got separated from the wire either inside the body or while being removed from sheath. No patient complications reported.